Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 812:05, which occured upon power up in biomed service. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. This device utilizes user interface module master software version 5.09.90 categorized as remediated. During review of the event history by baxter it was determined that the reported condition occurred on channel a during delivery causing an interruption of delivery.

Manufacturer narrative:
The reported condition of failure code 812:05 was confirmed but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4)

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.